Event description:
Customer reported a problem with her freestyle flash blood glucose meter. She reported experiencing "symptoms of high blood sugar, extreme tiredness, rapid breathing and chest pain". She went to the hosp where she was diagnosed and treated for dka (diabetic ketoacidosis). She reported she took insulin to counteract the event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned.